Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" had occurred. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) and customer performed a troubleshoot and confirmed the error in the event log. The rse advised the customer to check the tubing coming off the flow sensor assembly and to confirm that the machine and proximal tubing were correctly placed. The customer checked and it was discovered that the tubing was swapped. The customer corrected the tubing and performed testing on the device. It was confirmed the device was fully operational. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.